Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet display became unresponsive when the user attempted to unlock the device, and a cracked touchscreen was observed, with blood glucose noted at 235 mg/dl; the device was replaced and the user was educated on setup and syncing, and the user had backup subcutaneous insulin therapy and uses a dexcom g7 sensor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component leading to the unresponsive display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.